Manufacturer narrative:
This report is for an unknown screwdriver shaft/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that surgeon was performing lumbar fusion procedure using the expedium verse set. During the procedure, the nurse was loading a screw and one polydriver handle would continually disengage from the driver shaft as it began to tighten to screw. The second screwdriver in set had no issues and was used to complete the case. Procedure was completed successfully with no delay. This report is for an unknown screwdriver shaft. This is report 2 of 2 for (B)(4).